Manufacturer narrative:
The product was received for evaluation. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens partially stuck inside of the cartridge tip and overridden by the plunger rod. The cartridge and cartridge tip could be observed to be damaged and cracked by the lens being overridden as well as the plunger rod puncturing the side of the cartridge. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issue could be identified. The lens was removed from the cartridge and cleaned, revealing that it was torn and damaged in a way consistent with a lens that was overridden. A portion of one of the haptics could also be observed to be detached. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The there is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: after further review, it was discovered that "section b4: date of this report" was inadvertently left blank on the supplemental MDR follow-up # 1, but should have been apr 21, 2023. This supplemental report is being submitted to capture this corrected information.

Event description:
It was reported that the preloaded intraocular lens (iol) had a loading issue and bent/broken haptic. There was no patient contact. The issue was observed during handling. The lens was not inserted. No further information was provided.

Manufacturer narrative:
Patient information: not applicable, as there was no patient contact. If implanted, give date: not applicable, as there was no patient contact. If explanted, give date: not applicable, as there was no patient contact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.